Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that cubie drawer was unable to recover or open. A field service engineer reset all cables and connections. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.